Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the available information, the cause of the reported tissue injury is due weak patient anatomy. The reported incomplete coaptation is a cascading effect of the reported tissue injury. The reported mitral regurgitation (mr) is a cascading effect of the reported incomplete coaptation. The cause of the reported positioning failure appears to be due to procedural conditions. The reported patient effects of mitral regurgitation and tissue injury are listed in the instructions for use (IFU) as known possible complications associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. The additional mitraclip device referenced in b5 is being filed under a separate medwatch report number.

Event description:
This is filed to report incomplete coaptation and tissue injury. It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with grade 4, long leaflets, and a flail. During preparation of a steerable guide catheter (sgc) a loss of fluid column occurred. Therefore, the sgc was not used and was replaced. One clip was then successfully implanted. To further reduce mr, an xt clip was inserted and grasping was performed. However, grasping was noted to be difficult. After multiple attempts, the clip was able to grasp both leaflets and was deployed. After deployment, it was observed the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda), causing tissue damage. Due to patient anatomy, the physician decided to discontinue the procedure. Mr remained at a grade of 4. There was no clinically significant delay in the procedure. No additional information was provided.